Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The allegation that the ipg ¿rebooted with no current or magnetic field close to patient¿, was not confirmed. When reviewing the ipg logs there were no resets, or any indication that the ipg rebooted. Analysis found the device had no anomalies and communicated with all lab utilities.

Event description:
It was reported that the patient's lead had high impedances and patients' extension had loops. In turn, surgical intervention took place wherein the lead and extension were explanted and replaced. During the procedure patients ipg became unable to communicate with external devices, patients ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.